Manufacturer narrative:
Additional information: d9, g3, h3, h6. (Isolation board) this evaluation determined that the reported event occurred due to the isolation board being manufactured by the supplier according to an obsolete design (refer to ncr-27578).

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an arthroscopy on the right knee different issues with the console have occurred. White sporadic flashes were visible on the camera image. The camera button of the nano needle did not work. No images were visible on the tablet. ( black image and no export to usb or ipad was possible for a specific case) and the headup display could not be activated. There was no harm for patient, operator or third party reported. The surgery was finished successfully with the same device anyway. It was not necessary to switch the surgical technique or do a second surgery.